Event description:
The customer stated that she opened a new carton of contour test strips and found the cap already open on the bottle of strips. The customer declined to provide any personal or product information before ending the call. No product will be returned.

Manufacturer narrative:
The customer did not provide a reagent lot number, so it was not possible to determine the manufacture date.